Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient was experiencing blood glucose fluctuations as high as 23.5 mmol/l down to 3.6 mmol/l; the reporter stated that the patient would occasionally have ketones, and abdominal cramps with high blood glucose levels and shakiness and difficulty focusing with the low blood glucose levels. The reporter stated that the pump appeared to be delivering unprogrammed primes. The reporter indicated that the patient would not have primed the pump without letting the reporter know. The pump prime history showed 4 prime events occurring on (B)(6) 2013 and 1 prime on (B)(6) 2013 that were unaccounted for per the reporter. The review of the bolus history indicated that the patient was not always delivering boluses to cover high blood glucose levels. This report is made based on the allegation that the patient experienced erratic blood glucose levels associated with unaccounted primes in the history and failure to cover blood glucose levels with boluses.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump was programmed on a 1.0 unit/hour basal rate and exercised for 24 hours; no unprogrammed boluses or unprogrammed primes were delivered or recorded in the pump history during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The pump successfully completed the required the 29 hour flow accuracy test and was found to be delivering within specifications. The issue of unaccounted primes in the pump¿s history was not able to be duplicated during the investigation process. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.